Event description:
It was reported that a patient with this neurostimulator stated that their symptoms regressed about a week ago. The patient denies any pain or foul odor with urination. The patient is feeling pain on their left side of the vaginal area. The representative educated the patient on overstimulation and suggested lowering stimulation to see if it would help. After lowering the patient's stimulation by 5 clicks on the remote, the patient is still on l4, and the vaginal pain has resolved. The patient is experiencing more frequent urination as well. The representative recommended that the patient leave the settings where they are for a week to see if symptoms improve with the decrease in stimulation settings. If the patient is not satisfied with current settings or starts to feel uncomfortable stimulation will contact the representative. The patient contacted the representative on (B)(6) 2025 and stated that they are still feeling uncomfortable stimulation on their left vaginal side area and began to feel this a few days after last spoke. The patient was on p1 l3, and was instructed by the representative at the time of the call to turn down stimulation 3 levels and the patient no longer feels stimulation. The patient was advised to hold a week to rule out uncomfortable stimulation from the device and will follow up. The patient contacted the representative on (B)(6) 2025, and states current settings are not working well for their symptoms. Decreasing the stimulation resolved any pain as the patient doesn't have any pain at this time. The representative assisted the patient in changing over to p2 and increasing stimulation to 3 dots, and the patient felt stimulation comfortable in their rectum area. The patient will try new program and settings for a week and follow up. The patient contacted the representative on (B)(6) 2025 and mentioned they are still not doing well after changing to p2, and that their symptoms are worse than prior to getting the device. The patient wears one pad at home and 2 when going out. According to records, the representative does not think that the patient's symptoms are worse than prior to getting the device. The representative recommended turning off the therapy for a week and for the patient to keep a bladder diary. The patient contacted the representative on (B)(6) 2025 and is showing 3 dots on p2. The patient initially called to get help turning on their device. The patient was able to figure out the remote on their own and is feeling stimulation in their left side rectal area comfortably. The representative advised holding this setting for a week and if not satisfied to call. The patient's physician instructed the patient to turn device on prior to their appointment on (B)(6) 2025, the representative will be present for the appointment to meet with the patient and physician to discuss options. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator stated that their symptoms regressed about a week ago. The patient denies any pain or foul odor with urination. The patient is feeling pain on their left side of the vaginal area. The representative educated the patient on overstimulation and suggested lowering stimulation to see if it would help. After lowering the patient's stimulation by 5 clicks on the remote, the patient is still on l4, and the vaginal pain has resolved. The patient is experiencing more frequent urination as well. The representative recommended that the patient leave the settings where they are for a week to see if symptoms improve with the decrease in stimulation settings. If the patient is not satisfied with current settings or starts to feel uncomfortable stimulation will contact the representative. The patient contacted the representative on 21aug2025, and stated that they are still feeling uncomfortable stimulation on their left vaginal side area, and began to feel this a few days after last spoke. The patient was on p1 l3, and was instructed by the representative at the time of the call to turn down stimulation 3 levels and the patient no longer feels stimulation. The patient was advised to hold a week to rule out uncomfortable stimulation from the device and will follow up. The patient contacted the representative on 27aug2025, and states current settings are not working well for their symptoms. Decreasing the stimulation resolved any pain as the patient doesn't have any pain at this time. The representative assisted the patient in changing over to p2 and increasing stimulation to 3 dots, and the patient felt stimulation comfortable in their rectum area. The patient will try new program and settings for a week and follow up. The patient contacted the representative on 3sept2025, and mentioned they are still not doing well after changing to p2, and that their symptoms are worse than prior to getting the device. The patient wears one pad at home and 2 when going out. According to records, the representative does not think that the patient's symptoms are worse than prior to getting the device. The representative recommended turning off the therapy for a week and for the patient to keep a bladder diary. The patient contacted the representative on 23sept2025, and is showing 3 dots on p2. The patient initially called to get help turning on their device. The patient was able to figure out the remote on their own and is feeling stimulation in their left side rectal area comfortably. The representative advised to hold this setting for a week and if not satisfied to call. The patient's physician instructed the patient to turn device on prior to their appointment on 8oct2025, the representative will be present for the appointment to meet with the patient and physician to discuss options. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator stated that their symptoms regressed about a week ago. The patient denies any pain or foul odor with urination. The patient is feeling pain on their left side of the vaginal area. The representative educated the patient on overstimulation and suggested lowering stimulation to see if it would help. After lowering the patient's stimulation by 5 clicks on the remote, the patient is still on l4, and the vaginal pain has resolved. The patient is experiencing more frequent urination as well. The representative recommended that the patient leave the settings where they are for a week to see if symptoms improve with the decrease in stimulation settings. If the patient is not satisfied with current settings or starts to feel uncomfortable stimulation will contact the representative. The patient contacted the representative on (B)(6) 2025 and stated that they are still feeling uncomfortable stimulation on their left vaginal side area and began to feel this a few days after last spoke. The patient was on p1 l3 and was instructed by the representative at the time of the call to turn down stimulation 3 levels and the patient no longer feels stimulation. The patient was advised to hold a week to rule out uncomfortable stimulation from the device and will follow up. The patient contacted the representative on (B)(6) 2025, and states current settings are not working well for their symptoms. Decreasing the stimulation resolved any pain as the patient doesn't have any pain at this time. The representative assisted the patient in changing over to p2 and increasing stimulation to 3 dots, and the patient felt stimulation comfortable in their rectum area. The patient will try new program and settings for a week and follow up. The patient contacted the representative on (B)(6) 2025 and mentioned they are still not doing well after changing to p2, and that their symptoms are worse than prior to getting the device. The patient wears one pad at home and 2 when going out. According to records, the representative does not think that the patient's symptoms are worse than prior to getting the device. The representative recommended turning off the therapy for a week and for the patient to keep a bladder diary. The patient contacted the representative on (B)(6) 2025 and is showing 3 dots on p2. The patient initially called to get help turning on their device. The patient was able to figure out the remote on their own and is feeling stimulation in their left side rectal area comfortably. The representative advised to hold this setting for a week and if not satisfied to call. The patient's physician instructed the patient to turn device on prior to their appointment on (B)(6) 2025, the representative will be present for the appointment to meet with the patient and physician to discuss options. There were no additional patient complications.